Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects however the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a heart catheterization procedure. Reportedly, after deployment of the clip a hematoma developed and distal pulse was lost. An arterial duplex was performed and an occlusion was found at the access site. A thrombectomy was performed. The clip was also removed from the vessel. The femoral vessel size was greater than 5mm and during the thrombectomy the vessel appeared to be "puckered". The vessel was surgically closed and the patient is reported to be doing fine. A clinically significant delay in the procedure was reported. The operator is reported to be trained in the use of the starclose se device. No additional information was provided.